Event description:
It was reported that the ventilator had a safety valve opened error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service provider (sp) inspected the device and confirmed the error code. The sp performed functional testing and all tests passed. No parts were replaced, and the unit was return to use.